Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a cardiac ablation procedure using the pulseselect catheter, the device appeared in a corkscrew shape when deployed into the left atrium and could not be corrected. The catheter was initially in a normal shape when opened and prepped, but upon deployment, it failed to maintain its intended form. It was recaptured into the sheath and redeployed, yet it still did not take the correct shape. Consequently, the catheter was removed from the body, and it was confirmed that the array was mishappened. The catheter was replaced, and the case was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012592879 was returned and analyzed. Visual inspection was carried out. The catheter appeared kinked and inverted on spiral array. Catheter to sheath insertion was carried out. The returned catheter was inserted through the lab test sheath with resistance. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to being kinked and inverted on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.